Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 680 mg/dl; due to needing settings adjustment. Customer addressed high bg by adjusting settings. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.